Event description:
It was reported that during the implant procedure; when the atrial lead was connected to the pulse generator, impedance was out of range. The pulse generator was replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.